Manufacturer narrative:
The blower motor controller printed circuit board assembly (pcba) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the blower motor controller pcba revealed no evidence of damage or contamination. The blower motor controller pcba was installed into the fi test ventilator and tested with a 3rd generation power supply (s/n (B)(4)) and an esprit v850e cpu pcba (s/n (B)(4)) to verify & test their functional integrity. Upon testing, it was determined that no errors were generated, the test ventilator powered up successfully each time and delivered breaths, and exhibited no functional problems. The reported complaint unit goes vent inop 1012 was not duplicated. No fault was found on the returned blower motor controller.

Event description:
The customer reported a ventilator with an air valve liftoff failure as exhibited by diagnostic codes 1012, 3117 and 3131. This event did occur during clinical use - however, it was reported that there was no associated patient or user harm.